Event description:
The operator of an advia 1800 instrument received an error message that there was no sample while patient samples were being run. The operator checked the eight samples that were scheduled to run, and the sample in position 1 of the sample turntable (stt) had been depleted and the other samples had not been run. The result of the sample in position 1 of the stt was not discordant, and was reported to the physician(s). After the issue was resolved, the other samples were run, and the results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the repeated sampling of the sample in position 1 of the stt.

Manufacturer narrative:
A siemens field service engineer (fse) had performed preventive maintenance on the instrument earlier that day. During the pm, the fse put the instrument into the stt fix position, which only samples from position 1 of the stt. The fse did not reboot the instrument, which is required for the stt fix setting to change so that the instrument samples from all positions. The customer rebooted the instrument after this issue was discovered. The fse should not have left the instrument in the stt fix position after performing preventive maintenance. The cause of the instrument only sampling from position 1 of the stt was the fse's failure to follow instructions. The instrument is performing within specifications. No further evaluation of the device is required.